Event description:
It was reported that the 2800 system had a temperature sensor failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor and collimator interface board were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)